Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxh 800 coulter cellular analysis system generated erroneously elevated reticulocytes results on one patient sample in single tube presentation. The instrument did not generate any flags. The erroneous results were not reported out of the laboratory. Repeat testing on the same instrument in single tube presentation mode and on an alternate instrument in both single tube and cassette presentation produced lower reticulocyte results, which were considered to be correct. A manual reticulocyte count was not performed. The patient results are shown in the attached file. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
The patient sample was collected in a 5ml vacutainer tube and analyzed within 2 hours of draw. The tube was stored at room temperature. The controls were run before and after the event and recovered within range. The instrument is currently performing within quality control (qc) specifications with respect to controls and reproducibility. Following the event, the customer performed a reticulocyte (n=10) reproducibility test which recovered within the specifications. Raw data was requested but not available because it was deleted from the database. Service was not dispatched for this event. The root cause for the erroneous reticulocyte results is unknown.